Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a yankauer catheter. The customer reports "tip of the yankauer catheter broke off during surgery, half of the catheter was found in the patient, the other half was not found."